Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Device history records were reviewed for deviations and/ or anomalies with none identified. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g1, g3, g6, h1, h2, h3, h6, h10. No product was returned. Visual and dimensional evaluations could not be performed. Device history records were reviewed for deviations and/ or anomalies with none identified. The reported products were reviewed for compatibility with no issues noted. However, during the final procedure it was identified that devices were implanted with competitor devices. The compatibility for these combinations of devices is not confirmed. The surgeon was aware of the off label use prior to conducting the procedure. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. The complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right reverse shoulder arthroplasty. The patient was revised 7 years post procedure due to rotator cuff deficiency and loosening. During the procedure, it was determined that a bone graft was needed due to bone loss. The patient was temporarily converted to a hemi shoulder and a pmi device was ordered. The pmi revision was completed. The surgeon elected to use a competitors revision stem on the humeral side. The hcp is a consultant for the competitor device and prefers to use their implants whenever possible. He used a competitor modular stem to mate with our glenosphere. He is aware that such use is off-label.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right reverse shoulder arthroplasty. The patient was revised seen years, two months post procedure due to rotator cuff deficiency and loosening. During the procedure, it was determined that a bone graft was needed due to bone loss on the scapular side. The patient was temporarily converted to a hemi shoulder and a pmi device was ordered. The patient will be converted back to a reverse shoulder during the second stage of the revision with the pmi device.